Manufacturer narrative:
The device was not returned for evaluation.

Event description:
The customer reported that the surgicount sponge shredded a piece of sponge into the surgical wound. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.